Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.5mm, icm125v4, -07.0 diopter lens into patient's eye in 2010. Per reporter, surgeon wants to remove the spherical lens and exchange with a toric lens. Per the reporter, a saic (intracorneal ring segment) had already been placed. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.